Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. A replacement wall adapter and usb cable were sent to the customer to resolve the issue. Customer¿s blood glucose level was not impacted.